Manufacturer narrative:
Block a: the patient's dob or age at time of event, gender, sex, weight, ethnicity, and race are unknown. This information was not available from the facility. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The angiosculpt device was discarded by the facility, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt catheter was used in a coronary procedure of a moderately calcified proximal lad. After inflation, the catheter got stuck in the vessel, and the catheter and guidewire were removed as a system. Upon removal, the scoring element was unraveled, but remained intact. The procedure was completed with the angiosculpt catheter. No patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.